Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported difficulty performing aspiration during a procedure. The case was completed using the same system, with a delay greater than 15 minutes. There was no harm to the pt.